Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. According to the additional information collected, the system was in clinical use when the issue occurred and planned treatment was delayed. Operator deleted some patient¿s data in case it was a storage problem and did a full shutdown, restarted the system but didn¿t fix the problem. The fse did a second shut down and left system off for 5min. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer rebooted the system, and it would fully boot up after the reboot. The system was in clinical use and the procedure was delayed. There was no reported patient or user harm. According to the case notes, the customer performed a second shut down and left the system off for five minutes. Once the system was started back up it was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.